Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that there were air bubbles around the o ring and the customer had also gone into diabetes ketoacidosis multiple times. Customer also mentioned being hospitalized due to the reservoir giving air bubbles instead of insulin. It was also noted that the customer had a dental abscess. Customer stated that they had blood glucose readings of 500 mg/dl and diabetes ketoacidosis. Customer changed site and the blood glucose readings were 388 mg/dl few days later. No further information reported.